Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed the device failed to complete its internal self-test and displayed an error message (sf180) related to a battery charger fault. The internal battery was replaced to address the sf180 and internal battery degraded warning alarm. The pneumatic block was replaced to address the failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly while the failure to complete its internal self test was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or a serious injury reported as a result of this incident.